Event description:
It was reported that the patient had an inflatable penile prosthesis removed and replaced due to a lesion at the proximal portion of the cylinder that resulted in the device being completely empty. No further patient complications were reported in relation to this event.